Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. The reported event of helix mechanism issue was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found that the helix issue was due to being clogged with blood/ tissue. No anomalies were detected except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged, resulting in a loss of capture. An attempt to reposition the lead on (B)(6) 2026 was unsuccessful due to the helix failing to extend. The ra lead was subsequently explanted and successfully replaced. The patient remained stable throughout.